Event description:
The patient reported that they compared their livongol blood glucose meter to a capillary lab test result at their doctor's offie. The patient stated that their physician confirmed the readings were 89 with livongo glucose meter and 146 with the capillary lab test result test taken simultaneously.

Manufacturer narrative:
The device associated with this filing was not returned for our investigation. Should the device be returned at a later date, a supplemental report will be filed.